Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system serial number ((B)(4)). The customer runs all access accutni+3 samples in duplicate and although both results for the sample recovered within the same clinical category; the second result was significantly higher than the original result. The customer reanalyzed the patient sample on the same access 2 immunoassay system, again in duplicate, and obtained expected results which correlated with the original result. The non-reproducible result was not released out of the laboratory; therefore, there was no report of patient injury or change in patient treatment associated with this event. Service was requested and a beckman coulter field service engineer (fse) assisted an on-site biomedical engineer over the phone, with the assessment of the analyzer. System parameters of quality control (qc), calibration and system check were recovering within expected ranges. A precision run with a negative patient sample was performed which did not recover within published performance specifications. The sample was collected in a green top plasma tube and processed in a stat spin centrifuge for either (3) three minutes at 5,000 rcf or (10) ten minutes at 1,800 rcf (relative centrifugal force). No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, or weight. A beckman coulter field service engineer (fse) assisted an on site biomedical engineer over the phone with the evaluation of the analyzer. The fse assisted the biomed with the following service functions: replaced the seals in the wash pump. The analyzer was verified with passing system checks and a precision run performed by the on-site biomed. In conclusion, the cause of the elevated access accutni+3 result is an intermittent malfunction of the wash pump seals leading to insufficient washing of the unbound assay reactants.